Manufacturer narrative:
The device has been received for evaluation. Once completed a supplemental report will be submitted. Please reference MDR 2029214-2017-00060 for the first apollo referenced in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preparation the first apollo had a leak observed in the distal shaft of the device. The second apollo was removed from the sterile unit and the distal tip was found to be detached from the micro catheter. No injury to the patient. The devices were not used on the patient. The catheters were flushed as directed in the IFU and were inspected prior to use. The first apollo catheter was removed from the sterile box and while flushing, it was found that the catheter distal shaft was leaking and hence cannot be used further. There were no kinks observed on this catheter and there was no damage observed prior to removing from the package. The second apollo micro catheter was removed from the sterile unit and the distal tip was found to be detached from the micro catheter. The detached tip was observed as soon as the catheter was taken out of the sterile package. The physician removed the unit out of the sterile cover and found that the distal tip was detached even prior to taking it out of the package. There was no damage to the outer package of the devices and there was no evidence of tampering of the packages. The procedure was completed with another apollo catheter.

Manufacturer narrative:
Additional information received. Mdrs for this event: 2029214-2017-00060 2029214-2017-00061.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available, return date - additional information. Device evaluated - additional information. Evaluation codes - device evaluation. Additional manufacturer narrative - device evaluation. The apollo micro catheter was returned for analysis and the clinical observation was confirmed. The 3.0 cm detachable tip was found to be detached from the micro catheter. The detached tip was returned for analysis. No damages or issues were found with the micro catheter¿s proximal segment. No damages or issues were found with the detached tip. No other anomalies were observed. Investigation into the cause of the detachment break is in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.